Manufacturer narrative:
The reported event of a high pacing impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
During an implant procedure, increased pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. The patient was stable with no consequences.